Event description:
The patient reported that the infusion device does not accurately deliver insulin. The patient experienced elevated blood glucose of 320 mg/dl. The patient lowered blood glucose by bolusing through the infusion device and injecting insulin via pen. The patient's normal blood glucose range is 100-150 mg/dl. No further info is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.